Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock lead impedance measurements on this implantable cardioverter defibrillator (ICD) were high and out of range. The associated right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported. This device remains in service.